Event description:
Patient reported left side rupture and calcifications. Healthcare professional reported "pain", "implants have irregular edges, very deep undulations, and rail signs","axillary adenomegaly secondary to autoimmune disease" and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side rupture and calcifications. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified an opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
Further information from the reporter regarding event, product and request to contact physician has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, side unspecified. Device remains implanted.